Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26693. It was reported the pt is no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. The pt has scar tissue which may be a contributing factor. There were no impedances found surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.